Event description:
It was reported that 2 days post index procedure, the patient experienced a stent thrombosis (st). The patient experienced a stent thrombosis (st). The patient subsequently underwent a target vessel reintervention (tvr) 5 days later. The index procedure treated a de novo lesion in the mid rca. The lesion was 3.5 mm wide, 25 mm long, and 90% stenosed. There was no calcification; however, there was mild tortuousity. It was noted that a possible thrombus was present prior to treatment. The physician predilated the lesion with a 2.5 x 13 mm guidant voyager balloon. A 3.5 x 28 mm taxus liberte stent was placed, and the lesion was then post dilated. The patient received an unspecified gpiib/iiia inhibitor during the procedure. There was no thrombus present post procedure, and residual stenosis was 0%. The patient was discharged 1 day later on aspirin and plavix. Two days post index procedure, the patient experienced an st in the rca. The st was confirmed by angio, and plaque protrusion was also found by ivus. Five days later, the patient underwent the tvr. Pre-procedure stenosis was 50%. A 3.5 x 15 mm hexacath titan bare metal stent was placed. Residual stenosis was 0% post treatment. The patient was taking aspirin and plavix at the time of the event. The event was considered resolved post reintervention. In the opinion of the physician, there is a definite relationship between the taxus liberte stent and the st/tvr. This product is only ous approved, but is similar to marketed us device.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. It is not clear from the complaint description how this device may have influenced the incident. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7453866 found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. This particular batch # 7453866 has no similar complaints.